Event description:
Customer reported that touchscreen on pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported impact to customer¿s blood glucose level. Customer was playing a sport when pump became damaged, and technical support resolved issue by sending a replacement pump with updated software. Customer acknowledged instructions for putting old pump into storage mode, returning it via ups, and using a backup insulin therapy to ensure delivery was not interrupted.